Manufacturer narrative:
Manufacturer/compounder: baxter healthcare - (B)(4) united states the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent an aortic dissection in which floseal was used as an adjunct for hemostasis. It was reported during the surgery the patient received ¿a lot of blood products and a massive transfusion protocol was declared¿. The reporter estimated the patient received 55 cryoprecipitate, 18 red blood cell packs, 18 fresh frozen plasma, and 7 pools of platelets. It was reported 6 units of floseal 10ml and 2 units of another fibrin sealant were used during surgery. The patient also received pro-thrombin complex factors, 500ml of albumin, cefazolin (6 gm) and furosemide. The following morning, the patient experienced a decrease in left pulmonary effusion, with fluid overload conditions. The patient required increased oxygen requirements due to acute respiratory distress syndrome (ards). The patient was reported to be oliguric and had a decreased platelet count. Three days post-operative, the patient remained thrombocytopenic, hypoxemic due to transfusion related acute lung injury (trali), had fluid overload and post-dialysis oxygen desaturation. The patient remained mechanically ventilated with difficulty in weaning sedation. Five days post-operative, the patient was reported to have recovered from cardiogenic shock; however, the patient continued with anuria, pneumonia, and atrial fibrillation. The patient developed exacerbation of pulmonary edema with the likely cause linked to trali. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.